Event description:
This is a report of a home patient (hp) who had passed away at home. The hp was not hospitalized prior to death. No autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent.